Event description:
This report is filed for the patient death four days after the mitraclip procedure. It was reported that three mitraclips were implanted in the patient with severe functional mitral regurgitation (mr). The regurgitant jet filled the line of coaptation. It was not possible to reduce the mr with additional mitraclips as a new jet kept occurring. The mitraclip procedure was completed and the patient was left with severe mr. Two days after the mitraclip procedure, the patient was extubated and discharged from the intensive care unit. Four days after the procedure, the patient experienced electromechanical dissociation, cardiac arrest and expired. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the mitraclip delivery system. The reported patient effects of worsening mitral regurgitation (mr), arrhythmias, cardiac arrest and death, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a definitive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency. The abbott vascular senior medical advisor made the following comments regarding this patient: the mr was not associated with device deficiency or malfunction, but was associated with the underlying anatomy. The cardiac arrest, electromechanical dissociation and death were all not associated with either the device or procedure. There was no evidence of device malfunction or deficiency causing or contributing to these events. The patients underlying high risk clinical status was causal to the reported events and subsequent death.